Manufacturer narrative:
The device was received into the lab for evaluation on 07/10/2025. The drill bit was confirmed to be stuck. After further evaluation, it was determined that the wrong bearing had been installed on the device during previous repair by steris. The device had the bearing for the stryker 5407-fa2-000 model installed which is a slightly different size than the correct 5407-fa3-000 bearing. This incorrectly sized bearing caused the bit to become stuck. Details regarding the results of the evaluation were shared with the customer and the necessary repairs were made. Repaired device passed outgoing qc inspection and was returned to the customer. In order to prevent any re-occurrence, the parts list for each variation of the model device related to the event will be revised to more clearly specify the measurements of each bearing.

Event description:
The user facility reported that a drill bit got stuck during a surgical procedure. There were no injuries reported however, there was a procedural delay of approximately ten minutes.